Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device not detected on bus due to software issue. A technical support specialist disabled and enabled nic to resolve the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system device not detected on bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.